Manufacturer narrative:
H6 health effect - impact code: non-serious injury/illness/impairment. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
As per the report received from canada, edwards received notification of a pascal precision ace procedure in mitral position. No issues were reported during device preparation. The patient was under general anesthesia. Patient's left atrial pressure was noted as 14. Air was observed when the implant system was closed after exiting the guide sheath. The patient presented with st-elevation, but treatment was not required. The air was transient and resolved. Mitral regurgitation was reduced to grade one after the implantation of one pascal device. Patient was noted as to be doing well and stable after the procedure.